Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection and functional leak testing identified a leak from the internal bag. Initial evaluation verified the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, the cause was determined to be related to a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bicarbonate solution bag was broken. The device was intended to be used for hemofiltration during hemodialysis therapy, but the issue was identified prior to therapy. There was no patient involvement. No additional information is available.